Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with hypercoagulable syndrome and a history of deep vein thrombosis and pulmonary embolism had a vena cava filter deployed. Follow up venacavagram showed good placement without any extravasation or injury to the inferior vena cava. The patient tolerated the procedure without any complications. Approximately six years and eight months post filter deployment, during scheduled retrieval, an inferior venacavagram demonstrated a tilted filter and a detached arm that was near the apex of the filter. The filter was then captured and retrieved with a retrieval cone. Inspection of the filter demonstrated that all parts of the filter were retrieved including the detached arm. A final inferior venacavagram demonstrated no extravasation. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for filter tilt and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years eight months post filter deployment the filter tilted and embedded in the wall of the ivc and filter limbs detached. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eight months post filter deployment, an inferior vena cavagram demonstrated the filter in place with the apex tilted somewhat to the left and a detached arm that was near the apex. Therefore, the investigation is confirmed for filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and eight months post filter deployment the filter tilted and embedded in the wall of the inferior vena cava and filter limbs detached. The device was removed percutaneously. The current status of the patient is unknown.